Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) of homecare activecare+sft unit serial number (B)(4) is reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The DHR review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Upon reviewing mcs legacy complaints data and DHR it is noted that the device was not repaired previously either with current serial number (B)(4). When the device serial number was (B)(4) it was repaired 1 time for device not allowing the user to save patient code issue and it is not related to current reported event. Note: in 2014, the device serial number was updated from (B)(4) to (B)(4). Hence for trace-ability, repair work done when device serial number was (B)(4) is considered as previous repair. Device evaluation results: on 03 june 2019, it was reported that the unit case had broken strap connector. While evaluating the device service technician confirmed the reported event because cover, base strap loop connectors are broken and found the below mentioned failures with the device. Damaged wire by dc connector. Carrying strap was not returned along with the device. Met, serial number labels were illegible and base, battery door were discolored. Cover,base was broken. Service technician scrapped the device after noting all these failures. The device was inspected. Probable cause: the cause of reported event was due to broken strap loop connectors of cover, base. If the strap loops on cover, base of device external casing were broken, carrying strap would not be able to loop through the device. The root cause of why the strap loops were broken cannot be determined. The reported event was confirmed during inspection of the device and the device was scrapped. The investigation is based on the information that is provided initially and any information that is obtained throughout the follow-up process. Conclusion: review of information provided during investigation determined that there is no further action needed at this time (ie/CAPA/scar/hhe/d). This complaint is determined not to be a new confirmed quality or manufacturing issue, no patient impact is noted. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the device had broken case of strap connector. Upon investigation, it was discovered that the device had damaged wiring near the dc connector. No adverse events were reported as a result of this malfunction.